Event description:
It was reported that the device went into safety back-up mode and suddenly became unable to interrogate. The device currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
We were notified that on 29-apr-2022 the patient was hospitalized for syncope and collapsed. The device was replaced on (B)(6) 2022.

Manufacturer narrative:
We were notified that on (B)(6) 2022 the patient was hospitalized for syncope and collapsed. The device was replaced on (B)(6) 2022.. The device was received and analyzed. Upon receipt, the device was not properly interrogatable, confirming the clinical observation. The memory inspection revealed an invalid memory content. The ability of the device to deliver therapies was verified. During analysis the device was operating in the safety backup mode. During the further course of the analysis, the pacemaker was opened and subjected to further analysis. The visual inspection revealed a damage of a welded battery band, that connects the battery to the electronic module, resulting in an intermittent contact. This can be considered as the root cause for the clinical observation. During the further course of the analysis, the home monitoring data were evaluated showing no anomalies until april 26, 2022. In particular, the battery voltage was as expected for a sufficiently charged battery. No voltage drops or device resets were documented in these data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation could be confirmed, the device was not interrogatable. The analysis revealed a damage of a battery band which resulted in an intermittent contact to the electronic module. The root cause could not be determined conclusively. Since the manufacturing records did not show any deviations and home monitoring data were inconspicuous until (B)(6) 2022 it is reasonable to assume that the damage was caused by strong external mechanical influences after (B)(6) 2022. However, the exact date is unknown.